Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6), 2012. According to the complainant, the brush would not retract into the sheath during preparation. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula to be slightly bent. The device was actuated, and the brush extended and retracted according to specifications. The condition of the returned device was not consistent with the complaint that the brush failed to retract; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: brush failed to retract into sheath. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6) 2012. According to the complainant, the brush would not retract into the sheath during preparation. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.